Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported a left side "silicone bleed". Device has been explanted.

Manufacturer narrative:
Visual analysis of the returned device identified weight measurement under specification crease fold, opening on posterior. Microanalysis identified one sharp opening on posterior assessed as unidentified (tear) opening. A dimension measurement in the shell was performed which identify the thickness within specification and identified non- penetrating nicks. Based on the device analysis the final assessment is: -sharp opening assessed as unidentified (tear) opening. -non-penetrating nicks. - were observed an opening on the device related with the complaint (gel bleed). Clarification: lot number 551650.

Event description:
Healthcare professional reported a left side "silicone bleed". Device has been explanted.